Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral battery failed to charge and it was found that the battery casing was deformed. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Visual inspection revealed physical damage to the internal battery which confirmed the device failure to charge report. Review of the device logs revealed battery inoperable alarms and a power failure alarm. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was most likely due to an isolated component failure within the battery assembly. The battery was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral battery failed to charge and it was found that the battery casing was deformed. The device was not in use when the fault occurred; therefore, there was no patient involvement.